Event description:
Pt who underwent surgery in 1977 for severe lumbarspinal stenosis secondary to a compression fracture of l4 and spondylolisthesis at l5 and s1. The pt did well until a recent bowling session when they developed severe pain in their back and radiating down leg. X-rays revealed progression of l4 fracture and in addition to migration of the previously placed threaded pins. On myelogram and post-myelogram CT it appeared there may have been involvement of the nerve root at l5 and s1 by migration of the pin. It is felt the radiating leg pain was a result of the migrated left sided pin. The pt went to surgery for removal of the bone pins x 2 and laminectomy.